Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. H6: added patient code dyspnea. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270, batch # 0031920096. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include chest pain (dyspnea), and thrombosis (medication required). Risk review: a risk review was completed and confirmed that the events of chest pain (dyspnea), and thrombosis were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx pro laa closure device & delivery system (wds) was implanted. The patient was discharged. The patient went to the hospital on (B)(6) 2025 with complaints of chest pain. A coronary computed tomography (CT) scan was done and there was a large thrombus in the wds extending to the left atrial face of the device. There were no images attached. The physician stated that in the routine 45 day follow up on (B)(6) 2024 CT was normal. The patient is restarted back on anticoagulation medication (eliquis).

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 27 mm watchman flx pro laa closure device and delivery system (wds) was implanted. The patient was discharged. The patient went to the hospital on (B)(6) 2025 with complaints of chest pain. A coronary computed tomography (CT) scan was done and there was a large thrombus in the wds extending to the left atrial face of the device. There were no images attached. The physician stated that in the routine 45 day follow up on (B)(6) 2024 CT was normal. The patient is restarted back on anticoagulation medication (eliquis).